Event description:
It was reported that a bleeding occurred. The 90% stenosed target lesion area was located in a severely calcified right coronary artery. A 1.25mm rotalink burr was selected for a percutaneous coronary intervention. During the procedure, it was noted that burr could not cross the lesion, and the patient was bleeding leading to the cancelation of the procedure. However, the procedure was completed with another method. No patient complications reported. The patient was stable after the procedure.

Event description:
It was reported that a bleeding occurred. The 90% stenosed target lesion area was located in a severely calcified right coronary artery. A 1.25mm rotalink burr was selected for a percutaneous coronary intervention. During the procedure, it was noted that burr could not cross the lesion, and the patient was bleeding leading to the cancelation of the procedure. However, the procedure was completed with another method. No patient complications reported. The patient was stable after the procedure. It was further reported that a stent was deployed to complete the procedure and resolve the bleeding.